Event description:
Resident was being transferred to bed with encore lift when he said "I cant stand up". He pulled his arms out of the sling and into the air; at this point, he started to slide down. The cna assisted him to the floor without injury. Resident was then transferred by a different lift to their bed.

Manufacturer narrative:
Further info will be provided upon conclusion of the MFR's investigation.